Event description:
A reporter called to report about his wife's adverse events after she had a mentor breast implants in 1997. The reporter stated that his wife was experiencing the following adverse events right after the implant were put in: fatigue, brain fog, headache, migraine, flu like symptoms, muscle pain, weakness, lymph nodes swelling on and off, anxiety, depression, heart palpitations, ibs, skin rashes, and ringing ears among other things. Reporter went on saying that it took her two years to get the implants out. He said they have to pay out of pocket to explant the implants. Ref reports: mw5115765.